Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level subsequently increased to range from 524-525 mg/dl with high ketones. Reportedly, the customer had not treated the elevated bg at the time of the reported event. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous fluids of saline and insulin to address bg. Customer was released from the ER on (B)(6) 2023, with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.